Event description:
Initial information was received from a consumer on (B)(6) 2011: a currently (B)(6) female reported that she received three "sessions" of poly-l-lactic acid (sculptra aesthetic) with the last injection occurring about 8 months to one year ago. The time interval between sessions was about 3-6 months. After the third session, she developed visible nodules at the injection sites that she feels are "disfiguring." One was noticed immediately occurring on the "bone underneath the right eye" and the others were more gradual, primarily in the hollow of the cheek areas. She felt these were "disfiguring" and described them as a "line of nodules about a quarter of an inch straight across" and others were "pea sized." She said, she following instructions on massaging the areas and that the physician who gave the injections was supposed to be the "best in (B)(6)" and was a trainer for the product. The physician told her she had an "exhuberant reaction." She said the injections were given "all over her face", in the cheek area, nasolabial fold, chin, and right below the eyes on the cheek area. She reported that the physician gave her two sessions of saline injections to help the nodules with the last saline injection about 3 weeks ago. She reported a "little reduction" of the nodules from the saline injections. She has an appointment on (B)(6) 2011 with a third physician visit for potentially another saline injection. She also reported that with the poly-l-lactic acid (sculptra aesthetic) and the saline injections, she had bruising. She said she wished she had not had the third injection of the poly-l-lactic acid (sculptra). Caller reported that the one area that she saw a "little reduction" was injected with a corticosteroid instead of saline. The other areas were injected with saline. No further relevant information was provided. Additional information has been requested.